Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-03584. It was reported the patient was unable to increase the amplitude for stimulation beyond a certain level to provide maximum pain relief. Troubleshooting/reprogramming was able to assist with providing the patient with more effective stimulation coverage, but did not totally resolve the issue. Additional information revealed the patient was admitted to the hospital on (B)(6) 2018, as the patient experienced pain on the right side of cheek and right top of the head. Additional reprogramming continued to provide some pain relief for the patient. However, the amplitude remained an issue. An impedance check did not reveal any anomalies. The patient was released from the hospital that same day. On (B)(6) 2018, x-rays were taken at a follow-up doctor's visit and revealed the patient's leads have migrated. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-03584.